Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was scheduled for intracranial endovascular therapy for occlusion of left paraophthalmic recanalized aneurysm with flow diverter. The devices were adequately prepared, adequate measurements of the vessels were performed. Pipeline flex shield 4.50x18 was implanted from the top of the left internal carotid artery, but it did not open at the distal end despite multiple maneuvers. At the beginning it did not open despite having deployed half of the device. The neurointerventionist decided to remove it and implant a pipeline flex shield 4.50x20 flow diverter, which  was released without complications, covering the aneurysmal neck. The procedure was completed without any complications. The patient woke up without any neurological or hemodynamic deficit. The pipeline was not positioned in a bend. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The device was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the p ipeline. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were pr epared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 7mm and a 6mm neck diameter. The landing zone was 3.4mm distally and 4.42mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was not administered. The patient is on dual antiplatelet therapy with clopidogrel 75mg/day and aspirin 100mg/day, starting one week before the procedure. Ancillary devices include a 8fr sheath, neuron max. - phenom plus guide catheter, phenom 27 microcatheter, traxcess guidewire.

Manufacturer narrative:
H3: product analysis of ped2-450-18, lotno:b366601. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the pushwire was returned without the braid. The cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.